Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was a crack on the side of the cover of the epg, the upper case was broken. Incoming test could not be performed as the upper and lower part of the display did not work. Both flex cables on the main board to display were partly loose. Both bail covers were broken. The device was returned unrepaired to the customer as requested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a crack on the side of the cover of the external pulse generator (epg) .the epg was returned for analysis. There was no patient involvement. The epg subsequently tested out of specification during manufacturer¿s analysis.